Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 264 mg/dl at the time of the incident. The customer¿s current bg was 299 mg/dl. Customer treated their high blood glucose with md. Customer stated that they did have an air bubble in the reservoir. Assisted customer with purging air bubbles. Confirmed customer is disconnected. Advised to remove reservoir, rewind, reinsert reservoir and run load reservoir/fill tubing with current set. Customer reports insulin exited at the qr. During troubleshooting customer declined to check their settings. Advised customer to replace set with one from a new box to take a possible bad box out of the equation. The reservoir will be returned for analysis.